Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the tip of the bone pin broke off in the patient's bone. The surgeon decided to leave the tip of the bone pin in the patient's bone. The outcome of the case was successful.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: during partial knee replacement surgery, the tip of a 3.2x80mm bone pin broke off and embedded in patient while drilling. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (111671 non-sterile bone pin, single) were manufactured shipped to (B)(4) on 2/24/2015 and accepted into final stock on 2/24/2015 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 111670, lot number w36815 shows no complaints related to the failure. Tracking of complaints related to the 111670 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the tip of the bone pin broke off in the patient's bone. The surgeon decided to leave the tip of the bone pin in the patient's bone. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed if additional information is obtained. Product not returned.